Manufacturer narrative:
A batch review of the reported lot indicates there were no non-conformances reports issued for the finished goods lot. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. The needle is an (B)(6) component. No samples were returned for testing or review. There were no retained samples available for testing. (B)(6) third party summary has not been received to date. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual broken needle, receiving magnified photos of the broken device or results from the third party analysis, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
It was reported to our distributor from the health authority the needle broke when the surgeon was sewing the myometrium continuously during a laparoscopic removal of ovarian cyst and hysteromyoma. 2/3 of the broken needle was embedded in the myometrium. The broken needle was removed with the help of b-ultrasound. Another device was used to complete the surgery. No additional information could be provided.